Manufacturer narrative:
Investigation of the data provided indicated the patient samples tested on (B)(6) 2010 and (B)(6) 2010 which gave imprecise sodium results were performed using a sodium electrode which had already expired at the time of the event. Sodium lot number 21592526 in use at time of event expired (B)(6) 2010. In addition, the customer was not performing instrument maintenance sufficiently with regards to their daily patient throughput. These might be reasons for the imprecise sodium recoveries on the integra 800 analyzer. The involved sodium electrode was replaced. The customer improved the instrument maintenance. No further similar events have been reported by the customer.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead failed to sense and capture. No adverse patient effects were reported.

Event description:
User received discrepant sodium results for one patient sample. Initial result gave 132; repeat on other i800 (B) (4) at the site gave 139 mmol/l. User repeated the same sample an additional 10 times on the original i800 (B) (4) giving 139 eight times, 138 and 130 mmol/l. Patient was not affected as the original result was not reported by the lab. Sodium electrode lot number - 21592526. The field service representative was unable to determine a cause. He replaced the sodium electrode, cleaned the air and water connections at the base of the ise mix tower, and ran electrode service. This was followed by a calibration as a preventative maintenance effort. All were acceptable. In addition, the customer ran calibration, controls, and precision testing with results within specification.

Event description:
It was reported that during an unspecified procedure, the stent delivery system became stuck on the guide wire. The 6x59x1350 sentinol nitinol billary stent was successfully deployed in an unspecified vessel. During withdrawal of the stent delivery system (sds), the sds became stuck on the guide wire. The sds and guide wire were removed as one without incident. Following removal outside of the patient, the physician was able to remove the sds from the guide wire using "significant force. The procedure was successfully completed with the same guide wire and another device.

Manufacturer narrative:
On a service visit on 5/24/2010 by a field application specialist, the begin of day settings for electrode service were changed from every 3 days to 1 day and clean mixtower setting was changed from every 7 days to every 1 day. The customer has not had any issues at this point.